Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, during implant placement the injection system did not advance along the axis but slightly diagonally. Which prevents correct positioning of the implant. Once the trajectory was set, it was not possible to correct the injection axis. A second implant was used and completed the procedure on the same day. Additional information has been requested but is not available at the time of this report.